Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 6 mmol/l. Troubleshooting for moisture damage was performed. Customer advised the insulin pump may have been exposed to sweat, there was moisture under the lcd screen and it was difficult to read. Customer advised the insulin pump shut off completely and was blank. Customer was outside in the heat, was wearing the insulin pump underneath their clothes and believed it was exposed to moisture via sweat. Customer advised there was a small crack on the top right corner of the display screen across the top of the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display noted and no moisture damage was found inside the insulin pump. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.